Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A technical support specialist identified that there were no critical overrides recorded in the server database history. The issue was determined to be network-related and has since been resolved. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system displayed a critical override error. The customer reported that there was a significant delay in accessing the medication. The customer confirmed that there was a delay to the patient care. There were no adverse events or injuries reported based on this incident.